Event description:
The device was used during an unspecified procedure. Reportedly, the clips did not load properly. The surgeon was able to complete the procedure with the device. The hosp reported no pt injury.